Event description:
It was reported that the customer's insulin pump was giving a program safety alarm. Customer's blood glucose was 144 mg/dl. Customer was not trying to change settings or battery. The alarm did not occur while priming. She was advised to discontinue use and revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump functioned properly after inserting the battery. No frozen pump was noted. The pump was monitored with multiple basal rates, and no anomalies were noted. The pump passed the self test. No alarms were noted. The pump also had minor scratches on the display window, a cracked reservoir tube lip, and missing end cap sticker.